Event description:
While taking inventory and performing a quality check, a nurse came across a lot of catheters that were leaking. She immediately pulled that lot and notified the manufacturer. These were not used on a patient at any time.====================== manufacturer response for catheter, dl l catheter======================the manufacturer provided the hospital with a new lot of catheters that did not leak.